Event description:
Date of event is estimated. (B)(4) (distributor) reported that one of their customers (podiatrist - surgeon/facility information not disclosed) had four (4) cases where 4-0 polypropylene material was used for closure. All four (4) patients returned with cellulitis of the foot. Following multiple attempts to acquire additional information from this distributor, no information was received regarding contact information for the surgeon/facility, clinical information, past medical history of the patients, pre-existing conditions, or pertinent clinical findings such as culture and sensitivities, or use of other products used in these cases.

Manufacturer narrative:
The date of this event is estimated. No samples were available for evaluation. Method: the devices were not available for evaluation. Therefore, no testing can be performed. Results, conclusions: the devices were not returned for evaluation. No product evaluation can be performed. Furthermore, relevant portions of the device history record were reviewed and there were no corresponding issues identified during manufacturing, sterilization or final release. To date, no other complaints have been received for the reported finished good lot. It is uncertain if the polypropylene material attributed to these events. Due to minimal information obtained from this distributor/surgeon, a definitive conclusion can not be drawn at this time. (B)(4). Item # s8683g, select medical products, 4-0 polypropylene blue monofilament, lot m435360.